Manufacturer narrative:
The previous admissions for (B)(6) infection are reported in the following MFR #s (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for a chronic (B)(6) infection on (B)(6) 2020. They underwent surgery for a washout of seroma formed on their driveline and xyphoid process. The following day, the device had driveline power faults on (B)(6) 2020 between 13:09:56 & 13:14:00. The alarm cleared on (B)(6) 2020 at 13:21:38. There was no mechanical damage to the driveline reported, but the site noted some moisture under the driveline dressing. There was a vacuum-assisted closure attached to this wound. The connection between the pump cable and modular cable was free of moisture. The site noted that the velour portion of the pump cable appeared to be a few inches further outside of the exit site following the driveline debridement procedure the previous day. Technical services recommended replacing the modular cable as a precaution, but the site was unable to do so. There were no reoccurrences of the driveline power fault.

Manufacturer narrative:
Manufacturer investigation conclusion: evaluation of the submitted log file confirmed driveline power fault alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported driveline infection, as well as a direct correlation to the device could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2020 at 12:37:44 to (B)(6)2020 at 13:21:38. The pump appeared operate as expected until (B)(6) 2020 at 13:09:56, when driveline power fault alarms were captured. These alarms were accompanied by pwr_a_broken faults. The driveline power fault alarms remained active for approximately 4 minutes. There were no other notable alarms active in the log file. The pump operated at the set speed for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The patient continued to have driveline power fault alarms after this event (MFR # 2916596-2021-00028). No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. Additionally, this IFU lists infection (driveline, localized, and pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. This patient handbook provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.